Manufacturer narrative:
The devices were not returned for analysis; therefore, the event cause could not be determined. However, a possible cause for failure to fully occlude flow is a high flow rate vessel. Residual flow and device migration are known potential adverse events documented in the mvp IFU (instructions for use). The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Note: per the mvp IFU (instructions for use) indications for use: the mvp micro vascular plug system is indicated to obstruct or reduce the rate of blood flow in the peripheral vasculature. (B)(4).

Event description:
Medtronic (covidien) received report that one mvp-5q device migrated distally during a y90 mapping procedure. The device was immersed in heparinized saline before insertion and a flush line was used. The physician placed an mvp-5q in the 4.8mm diameter, gastroduodenal artery (gda). This device was completely open before detachment. The mvp-5q floated distally after it was detached, so another mvp-5q was placed in the gda. The flow was occluded as intended after the second mvp-5q placement. The procedure was completed. The device was placed in the patient and will not be returned. There was no report of patient injury.